Event description:
The pt stated she had an incident in august 2006 where her infusion device shut down and went blank without warning. She stated she immediately changed the power pack and the infusion device functioned properly. No physiological effects were reported. The power pack had been in use for 1 month. The pt stated she has been receiving power packs from the MFR every 2 weeks, but she has not read the recall info. She was advised to change the power pack every 2 weeks. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.